Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes, there was hemolysis and erroneous results in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer highlighted that they had a increase of hemolysis rate, potassium . Customer claims that they have had a increased rate of hemolysis in pst ii tubes. Only information we have is that from this ward during week 36 they got from 2% > 10% potassium. It´s only from 1 ward that highlighted an increased hemolysis rate. No other information is given, a meeting with the customer will be( B)(6) 2023 and more information will be shared. Unknown any impact on patients or staff."

Manufacturer narrative:
H.6. Investigation summary: retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis or erroneous results were observed. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing for hemolysis is not indicated. Clinical testing for erroneous results (potassium) was performed on lot 3142202: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Educational materials are attached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for hemolysis and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes, there was hemolysis and erroneous results in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer highlighted that they had a increase of hemolysis rate, potassium . Customer claims that they have had a increased rate of hemolysis in pst ii tubes. Only information we have is that from this ward during week 36 they got from 2% > 10% potassium. It´s only from 1 ward that highlighted an increased hemolysis rate. No other information is given, a meeting with the customer will be 09/20/23 and more information will be shared. Unknown any impact on patients or staff.".